Event description:
On 09-mar-2015, conmed received a user voluntary medwatch report #mw5038892 forwarded by the FDA. Listed below is the information provided on the medwatch report. The user facility reported that the patient underwent a robotic total laparoscopic hysterectomy procedure that was performed on (B)(6) 2014. As reported on the user medwatch report, the v-care uterine manipulator was used to remove the uterus. The v-care uterine manipulator came apart while being removed from the patient. All parts were accounted for and visualized at the time of occurrence. Follow-up with risk management at the end-user's facility confirmed that the procedure was otherwise completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.

Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2014 was returned to conmed for evaluation. Visual inspection found the unit was received in pieces with the intrauterine balloon, vaginal, and cervical cups detached from the manipulator tube. The damaged condition of the vcare uterine manipulator suggested that the intrauterine balloon had been forcefully pulled off of the distal end of the manipulation tube. Further inspection found an adequate amount of adhesive appeared to have been applied to the intrauterine balloon and manipulation shaft. It was also noted that the locking mechanism remained tightened onto the manipulator tube, which indicated it had not been released prior to removing the device from the patient. Measurement of the returned components confirmed all dimensional were within specifications and no product defects were identified during examination. In this instance, evidence suggests that the most likely cause of this reported problem is user error for not releasing the "locking mechanism" of the device and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. This device was manufactured 30-sep-2013. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 640 units, there were no other similar complaints received. A 2-year review of product history for this device family showed a total of 31 similar reports of vcare component separation inside the patient. (B)(4). It should be noted, of the thirty-one (31) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: - prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. - do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. - visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient.